Event description:
Overdelivery reported. The pump was in home care use to infuse a tpn solution of 2050ml at 185ml/h approx. A 12 hour time period with tapering. The total volume reportedly completed within 8 hours. The pt did not experience any adverse effects. No add'l info was available.